Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has stuck button alarm. Customer's blood glucose level was 150 mg/dl. Customer stated that they did not press a button down for 3 minutes or longer. Customer reported that the insulin pump was exposed to a change in altitude. Customer stated they were able to clear the alarm. The insulin pump will not be returned for analysis.